Manufacturer narrative:
It is possible the pump was flipped during the first x-ray and then flipped back before the second. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Per follow-up information with potential explanting physician, the pump was found not to be flipped when observed under x-ray.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and was not returned. The agent covering the issue could not confirm that the pump had been sutured, but stated that it would be unlike the implanting physician not to suture the pump down during implant. Per the instructions for use of the device, pump flipping is a known possible risk of use of the device. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Physician contacted technical solutions to report that they were unable to inquire a patient's pump with their clinician programmer. The clinician programmer was not emitting any tones and the screen did not change from displaying "place clinician programmer over pump". Physician reported that they could not tell if they were able to feel the refill septum or just scar tissue over the patient's pump. When the physician visualized the patient's pump under x-ray, they stated that the pump stem was found counterclockwise to the fav which indicates that the pump is flipped. The patient has been referred for a revision surgery, but this surgery has not been scheduled yet. Please note that this patient is the same patient referenced in MDR 3010079947-2022-00219.